Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon alleged a 2mm inaccuracy in the sphenoid/ethmoid sinuses. The original registration was several millimeters inaccurate, however, it was noted that someone moved the reference frame when the patient was draped. The patient was re-registered, however, not completely un-draped, and only medial anterior points could be collected; they were unable to collect lateral posterior points due to draping. This second registration was 2mm inaccurate in the sinuses. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Software analysis completed, finding that, as reported, the patient was draped and therefore, tracer was taken only on anterior medial portion of the patient face. This resulted in inaccuracy as the points taken were not enough to achieve optimal registration. Software function as designed.